Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled wire embedded within the lumen"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal prolapse and vaginal delivery. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), feeling abnormal ("brain fog"), pruritus ("itching"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, autoimmune disorder, pelvic pain, urinary tract disorder, feeling abnormal, pruritus, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, depression, embedded device, fatigue, feeling abnormal, genital haemorrhage, pelvic pain, pruritus and urinary tract disorder to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.